Event description:
The reporter contacted animas to report a prime issue. The pump has been returned and was evaluated by product analysis on (B)(6) 2012, with the following findings: the force sensor was found to be out of calibration. The force sensor assembly was found to be damaged. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012, with the following findings: the force sensor was found to be out of calibration. The force sensor assembly was found to be damaged. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. Unrelated to the event the display was found to be dim and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.